Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an enteric tumor resection procedure, the lever of the stapler could not be squeezed and was replaced by another stapler with which the same problem occurred. Replacement with a third stapler allowed for the procedure continue.